Event description:
It was reported that during a routine defibrillator change out, the ventricular lead exhibited an insulation abrasion. The electrical functions were tested and found to be normal. The lead remained implanted and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.